Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) therapy reported being hospitalized with an infection in his stomach due to pd treatment on (B)(6) 2023. The patient stated having had the pd catheter (not a fresenius product) removed and was on temporary hemodialysis. There were no reported allegations that the infection was related to any performance issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis. While hospitalized, the patient had a pd culture obtained but the nurse did not have the results available. The nurse confirmed that the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis was likely due to a breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique, according to the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy reported being hospitalized with an infection in his stomach due to pd treatment on (B)(6) 2023. The patient stated having had the pd catheter (not a fresenius product) removed and was on temporary hemodialysis. There were no reported allegations that the infection was related to any performance issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis. While hospitalized, the patient had a pd culture obtained but the nurse did not have the results available. The nurse confirmed that the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis was likely due to a breach in aseptic technique.